Event description:
The biomedical engineer at the user facility reported the high frequency electrosurgical generator machine has an e433 error with auto-restart. It was not specified when the event occurred, however, no death or injury and no impact to patient or other has been reported. This report is for devices 1 of 2. The second device (footswitch) is being reported on medwatch patient identifier (B)(4).

Manufacturer narrative:
The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. During troubleshoot via telephone, the customer and technical support engineer found the e433 error issue was likely attributed to the footswitch cable pressing down on the footswitch pedal while starting the device. The cable was unwrapped, reconnected to the footswitch, and is now working appropriately. No further information has been obtained or provided by the customer, to date. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e433 error could not be identified. However, it¿s likely the cause is related to a defective generator board. Olympus will continue to monitor field performance for this device.